Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through follow up communication with the reporter, it was learned that the problem was resolved upon cleaning the output socket of the device with a cotton swab and alcohol. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connected, the screen stayed "static" and when the cord was "jiggled," it went to a "black screen." The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the severe noise or flickering that led to the image not being visible could not be identified. However, it is likely the cause is related to a communication error due to dirt inside the output socket. Olympus will continue to monitor field performance for this device.